Event description:
On (B)(6) 2011, the lay-user/reporter contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra2 meter does not turn on. This complaint is being classified based on the initial documentation as the patient was not available for follow-up. The patient manages her diabetes with self adjusting insulin. Due to his poor eyesight, the patient is unable to see a low battery sign on the meter. The power issue began around (B)(6) 2011. On (B)(6) 2011 at 10:30 pm, the patient tested at "31 mmol/l" (558 mg/dl) on a backup meter after he reportedly could test wit the subject meter. She took 7 more units of novorapid insulin than normal based on the elevated reading. The patient did not have any symptoms at the time of concern. During troubleshooting, the power issue was resolved with training. The subject meter powers on with the insert of the test strips and the power button. This complaint is being reported because the patient had an elevated blood glucose after the power issue began.

Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The test strips were also tested and no faults were found. A DHR review for the meter was attempted but could not be completed. The serial # in the complaint record does not exist in meter manufacturing records. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k053529.